Event description:
It was reported that during a procedure a lead extender was used to tunnel the left ventricular (lv) lead from the left side to a new right sided pocket. The lead extender was expired prior to use. The lead extender remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1056k-75 lead, implanted: unknown. (B)(4).